Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an e216 scope communication error code was received. The malfunction was found during preparation for use. The issue involved an olympus deflectable videoscope. There was no patient injury reported.